Manufacturer narrative:
(B)(4). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
As per the information received on (B)(6) 2015, the patient had meningitis and was explanted on (B)(6) 2015. It was also reported that patient had 3 previous episodes of meningitis. The patient had a malformed cochlea and the programming was difficult due to facial nerve stimulation. Further information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: according to the patient report the device was explanted for medical reasons, namely meningitis. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. Additionally, the device investigations revealed damages to the active electrode likely caused by minute device mobility. This might have been a contributory factor for the reported unsatisfactory benefit. This is a final report.

Event description:
As per the information received on september 17, 2015, the patient had meningitis and was explanted on (B)(6) 2015. Reportedly, the patient has never performed well with his cochlear implant, and likely does not use the audio processor due to lack of progress. The patient had a malformed cochlea and the programming was difficult due to facial nerve stimulation. As per the additional information received, the patient was vaccinated before implantation. It was also reported that patient had 3 previous episodes of meningitis the symptoms have been resolved and patient is doing clinically well. The patient was re-implanted in 2014 for the same reason.